Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was difficult keeping the delivery system on target location during mapping. After successfully implanting the leadless pacemaker, the patient's blood pressure dropped. An echocardiogram was performed, and pericardial effusion was noted. Fluid was then removed from the pericardial sac. The device remained implanted and functioning normally. The patient was in stable condition and later discharged.